Manufacturer narrative:
(B)(4).

Event description:
During a remote follow up, the patient received a vibratory eri alert and reported to the clinic. Upon interrogation, the device was found at early eri. The device was explanted and replaced due early eri. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.